Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date the patient was hospitalized for the event. Treatment details and cause of the peritonitis were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.